Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A revision surgery was performed due to a pressure sore. The device was explanted and replaced. There was no allegation of malfunction against the device and the patient's condition was stable following the procedure.